Event description:
During an in-clinic follow up, a loss of capture was noted on the right ventricular (rv) lead. X-ray imaging was performed and revealed no anomalies. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.